Event description:
The user facility reported that two patients reported eye irritation after eye procedures. The facility requested steris evaluate their century sterilizer. The patients were diagnosed with eye irritation and have fully recovered, with no sustaining injuries. Procedures were delayed and cancelled.

Manufacturer narrative:
Inspection of the unit by a steris service technician revealed that the unit was operating to specification and no malfunction of the sterilizer occurred. The facility reported to the technician that 3m bis were used and displayed passing results. The cycle printout(s) were reviewed from the date of the reported event; the cycles completed successfully with no alarms. The root cause of the reported event is not the century sterilizer; the cycle(s) and bis passed. On (B)(4) 2013, a steris clinical education specialist visited the facility to provide an in-service and review their current spd procedures. The facility was found to be performing spd procedures to hospital protocol.